Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7071910, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing loss stimulation in needed areas due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.